Event description:
Logicut causing burns to patients.

Manufacturer narrative:
Investigation report to be attached once available.

Manufacturer narrative:
Investigation report to be attached once available.

Event description:
Logicut causing burns to patients.